Manufacturer narrative:
(B)(4). Baxter medical assessment: the presence of a foreign particle, within sterile packaging and/or surface of the product, does not impact the sterility of the applied product, and thus also doesn¿t have a negative impact of the sterility of the surgical field. The utilizer will most probably identify visible particles during preparation and thus it appears unlikely that the product will be used in the patient. In the worst case scenario of particles not being observed and product being used in a vascular surgery setting, the sterile particles if on the surface that is in contact with the lumen of the vessel may trigger (depending on the particle size) thromboembolic events. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.

Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. A sample was available for evaluation. Sample evaluation was performed and it was discovered there was an area of pendent pericardial tissue at the edge of the rough side of the patch and approximately 5cm below the pointed end of the patch. Attempts to remove the fuzz failed as it was tissue and firmly attached to the patch. Baxter synovis indicated that the hairy tissue is an attribute of the harvesting of the pericardial tissue and is found to be a naturally occurring part of the pericardium. This occurs on the rough side of the tissue, which if the implant instructions of the IFU (instructions for use) are followed, would not be placed against the blood flow surface during surgery. No foreign matter was found. The batch records were reviewed and all released product met specifications. No trend was identified. This is the first reported complaint of this nature for this product lot. This complaint will be kept on record for trending purposes.

Event description:
Upon opening the product for use during surgery, noticed there was white fuzz on the tissue. Item was put aside and not used for surgery. Pulled a second vg0108n for the surgery, same lot, and it was viable. Surgery was successful. No patient or user injury reported.